Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) cs300 unit failed leak tests. No patient involvement.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 iabp failed k6, k6a, k7, k8 leak tests. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: b5, h6 (problem code). The fse that encountered the issue isolated the failure to a defective k7 on the drive manifold assembly. The fse replaced the drive manifold. The fse performed a complete pm with full calibration, functional testing, and safety checks to factory specifications. The iabp was returned and cleared for clinical use. The removed part was returned to the failure analysis and testing (fat) department for investigation. The failure analysis and testing technician installed the drive assembly into the cs300 test fixture and tested the drive assembly as per the cs300 service manual. The fat dept. Verified the failure of the drive assembly. (K7 failure). Performed safety disk leak test and k6, k6a, k7 and k8. K7 failure of -220mmhg. Retaining the drive assembly in the fat dept. Per procedure.